Manufacturer narrative:
There was no unexpected battery out limit alarms. The unit passed the displacement test and off no power test. The operating currents were in specification. There was an intermittent button response on the act button due to a corroded keypad. Moisture damage was found on all electronic assemblies. The unit had minor scratches on the lcd window, a cracked case at the lcd window corners, a cracked reservoir tube lip, scratches on the reservoir tube window, and cracked battery tube threads. (B)(4)

Event description:
The customer called in to report that the device was exposed to moisture and then a battery out limit alarm occurred. The customer's blood glucose level was 117 mg/dl. The customer declined to troubleshoot. The customer was advised that the device would be replaced, and was informed to return the product for analysis.